Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reproted that the pt's vessel morphology was mild to severely tortuous with minimal calcification. The delivery system was advanced to the aneurysm site using greater than normal force and once deployment was attempted the graft cover failed to retract. The device was removed and upon examination one of the runners was seen protruding through the graft cover. Another aneurx stent graft of the dimensions, 26mm x 15mm x 13.5cm was used. The case was successfully completed and the pt is reported to be fine. No add'l clinical sequelae were reported.